Event description:
A customer complaint was received concerning an elastomeric device involved in an incident in which the device infused 249 ml of cephazolin 6000mg diluted in 0.9% nacl in 21 hours instead of the expected flow duration of 24 hours. There was no patient injury or medical intervention necessary to prevent patient injury.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. A sample evaluation was not conducted as the device involved in this incident was discarded by the reporting facility. Although requested, a companion sample is reportedly unavailable. A batch review has been conducted on lot number 06j036 which revealed that the lot passed all release criteria. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.